Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was not satisfied with the device. The implant produced an "s" shaped deformity, and the reservoir migrated to a position that was palpable to the patient. The physician believed that the s shape could have been a sizing issue. The ipp was replaced. There were no patient complications reported.